Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike port. It was further reported that the spike port "had not been entered at all." This issue was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added the device was manufactured from august 04, 2018 - august 05, 2018. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which observed a leak at the spike port cap at the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.